Event description:
It was reported that while using a surgical fiber during a prostate procedure, diminished tissue vaporization efficiency was observed at 50635 joules. The fiber was replaced and the procedure continued using a second fiber. At 76,013 joules of use, the aiming beam of the second surgical fiber was observed to be end firing. The fiber was again replaced and the procedure completed using a third surgical fiber. There was no patient injury reported. This report is for the second surgical fiber used.

Manufacturer narrative:
Failure analysis for fiber 0010-2400-413a-(B)(4): the fiber glass cap shows a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits mild devitrification at the output window; the metal cap exhibits mild char. Based on the analysis, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.